Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), g2, h6.

Event description:
Patient reported left side rupture (confirmed by physician). The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the left -side. Device remains implanted.

Event description:
Patient reported "rupture". Healthcare professional confirmed "rupture". This record is for the left -side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: not observed. A workmanship was observed not related to the complaint for a split in patch event. A further investigation is requested. As per the investigation procedure, crease and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Manufacturer narrative:
Trend summary confirmed: the review of historical complaints on the complaint management handling indicates that there were no other records related to this event for units manufactured on lot number 2668220. The review of all ER/ ncr(s) related to lot number 2668220 and the event split in patch was performed, and no results were identified associated with this information. The search criteria of these queries are mentioned in procedure qpp07-01-004-her1-g02 wording guidelines for complaint investigation closure rev 6.0. Review of all complaints for the period of july 2023 through june 2025 related to mfg date has been performed and found one month out of control limit july 2023 with respect to the reported event. Only the inv-73303 was involved in july 2023. An additional analysis is not required because only one complaint was involved in this month. See attached p-chart of split in patch for gel breast implants. According to the latest operations management review dated jun-2025 mr-cr-06-2025 (v1.0), there have been no changes in overall breast implant assembly event rates.

Event description:
Patient reported "rupture". Healthcare professional confirmed "rupture". This record is for the left -side. Device has been explanted.